Manufacturer narrative:
Correction. Patient status post-procedure is alive with injury, however no further complications were reported for the patient. Additional information: the resolute onyx catheter was moved back and forth to adjust the position prior to the burst. Because the treatment site was within the stent area, the non-medtronic balloon was simply inflated inside the stent (no other balloon products were used. The physician covered the dissection with a resolute onyx device. The patient recovered from the dissection event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and non-calcified lesion located in the circumflex artery (cx) exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that during implantation of the stent, when the initial dilation was performed at 12 atm, the balloon ruptured. It is indicated that a coronary artery dissection occurred due to high-pressure contrast agent which was considered to be from a pinhole at that time. Stent expansion was insufficient due to rupture and therefore a non-medtronic device was used to performed post-dilation and the procedure was completed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Product analysis summary: the balloon returned with blood visible in the balloon and inflation lumen. The delivery system was placed in the waterbath to disperse the blood in the balloon and inflation lumen in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, water was observed exiting the mid-section of the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a pinhole burst on the balloon material at the midsection of the balloon working length. Lead in scratches were not evident to the burst site. If information is provided in the future, a supplemental report will be issued.